Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy for chronic renal failure. Action taken with dianeal unknown therapy was not reported. On (B)(6) 2012, the patient contacted baxter (B)(6) technical services center and reported he was hospitalized for peritonitis. The cause of the peritonitis was not reported. Remedial therapy was not reported. Outcome was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.